Event description:
It was reported that the inner diagnostic sheaths from a gynecology set had damage.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.